Event description:
It was reported that following replacement of pump and catheter, the dose of intrathecal baclofen, dilaudid, morphine and fentanyl was decreased to 1/3 of the preoperative dose as it was unknown what dose he was actually receiving due to a catheter shear. He was not monitored in the intensive care unit, until it was noted that he developed extreme sedation and somnolence. He was only mildly arousable with administration of narcan when a "code blue" was called. He was stabilized and was discharged within a few days on the lower dose in addition to multiple oral medications for pain and spasms which included morphine, valium, baclofen, dantrolene and marinol; he is also a participant in the oregon medical marijuana program. The patient noted exponential increase in pain and spasms with resumption of normal daily activities at home. Intrathecal boluses of baclofen seemed to help him with his arthritic, myalgic and neuropathic pain and spasms. The patient was seen in clinic approximately 2 weeks after surgery, but had been followed very closely by the managing hcp often by up to 5 telephone calls per day. The patient has an extremely complicated history and subsequent management issues have become more difficult due to the prior "mechanical problem with the pump system." The patient was also hospitalized briefly for concerns that he might have suffered a heart attack. The patient experienced left arm pain, jaw pain and possible chest pain; work-up was negative. The hcp reported "I certainly cannot rule out a mechanical cause associated with his orthopedic spine pathology, let alone the neurological condition of his cervical spinal cord". The patient also experienced bilateral pitting edema which was treated with spironolactone on a tapering schedule and removal of morphine from the pump. The pump was refilled with baclofen, fentanyl and dilaudid. A bridge bolus was performed and it was anticipated that the patient would ultimately receive the new drug/dose of 0.4 mg/day. The managing hcps plan on on-going intensive management of the patient's intrathecal and oral medication regime to optimize pain and spasm control.